Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated, but inspection of event log revealed that error code e-150 was conformed 3 times. Abnormality for the main board was concluded to occur and was replaced. Life related smell was confirmed so the outlet flow path was replaced.